Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the metal tube fitting had dislodged and air was entering the instrument. The cse replaced the photometer belt, optical filter, photo detector, source lamp, reagent 1 and 2 arm assembly, sample ultrasonic, reagent 1 and 2 tubes, sample tube, and reagent 1 syringe. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the metal on the syringe fitting was loose, which caused the air to enter the tubing, leading to the discordant results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant carbamazepine (crbm), phenobarbital (phno), phenytoin (ptn), theophylline (theo), and valproic acid (valp) results were obtained on patient samples on a dimension exl 200 instrument. It is unknown if the samples were repeated on the same instrument or on an alternate instrument. It is unknown if the initial or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant crbm, phno, ptn, theo, and valp results.